Event description:
Discrepant advia centaur xp troponin results were obtained on patient samples. The results were reported to the physician(s). The samples were repeated on the same system and retested on another system and the corrected results were reported. There was no report of patent intervention or adverse health consequences due to the discrepant troponin results.

Event description:
Discrepant advia centaur xp troponin results were obtained on patient samples. The results were reported to the physician(s). The samples were repeated on the same system and retested on another system and the corrected results were reported. There was no report of patent intervention or adverse health consequences due to the discrepant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin results was due to the wash 1 cover lid connector, which was cracked, and the malfunction of the capacitive proximity sensor. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin results was due to the wash 1 cover lid connector, which was cracked, and the malfunction of the capacitive proximity sensor. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.